Event description:
It was reported that during a lap cholecystectomy procedure, clipping the bile duct on the third and fourth firing. The device jammed over the duct, no clip underneath. It took three minutes to get the device off the duct. The device wasn`t torqued or twisted. The device was removed and then replaced. No harm to patient. Delay of five minutes to procedure. Not reported to authorities or hospital. The surgeon is a skilled user. The patient was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The user experienced analyzer alarms and attempted to replace the photometer lamp. When the customer unscrewed the lamp, it "exploded sending glass all over the photometer housing". She states the "lamp shattered under force enough to sending shards of glass flying into and around the lamp housing were she was unscrewing the lamp." The customer used a vacuum to suck up the broken glass and then removed the lamp base and wiring from the photometer. The user stated no one was harmed in any way. The field service representative was unable to determine a cause. He checked the lamp housing and voltage at the connector. The user installed a new lamp which passed initialization and an air/water calibration. The user ran quality control which was successful.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.